Event description:
It was reported that during the patient's trial 6-8 months prior to permanent implant (21-may-12) the patient had an infection which took time to heal. The trial had worked well. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)